Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2004. The month of manufacture was unavailable at time of MDR filing. The customer employs a 3rd party service company. The customer is choosing not to fix the issue through ge healthcare (gehc). Gehc was not provided with problem details, the root cause, or resolution of this issue. In addition, when the customer chooses to engage the services of a third-party service provider, it is unknown whether the appropriate parts and procedures were being used and followed to make any necessary repair which may affect the device's future performance.

Event description:
It was reported in (B)(6) aer database that the machine could not switch between mechanical and manual ventilation modes properly during equipment inspection. There was no patient involvement and there was no injury reported.